Event description:
New information noted that the lead was explanted and replaced. The patient was discharged in stable condition.

Event description:
It was reported that the asymptomatic patient presented in clinic for a device check. Complete loss of capture on the left ventricular lead was observed. The device was programmed to right ventricular pacing only. The patient is not pacemaker dependent. A chest x-ray was performed and found the lead to be intact. No plans to revise the lead at this time. There were no patient consequences and vitals are stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 86.2 cm. Final analysis was normal. No anomalies were found.